Manufacturer narrative:
The date received by manufacturer for this adverse event was 2/26/2019. A device investigation could not be conducted, as it was a single-use catheter discarded after the procedure. From the acuson acunav ultrasound catheter directions for use: adverse reactions: adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference complaint number (B)(4).

Event description:
During an atrial fibrillation ablation procedure, the patient experienced a pericardial effusion and drop in blood pressure. The pericardial effusion was confirmed with an acuson acunav intracardiac echocardiogram (ice) catheter, and a perforation of the right ventricular outflow tract (rvot) was also observed. A pericardiocentesis was performed with an unknown amount of fluid removed. Surgery was also performed, but the patient expired. It was initially reported that a biosense webster ablation catheter was in use during the procedure. However, it was later clarified that no catheters were placed into the rvot except the acuson acunav ice catheter that may have been placed anteriorly prior to the case starting.